Manufacturer narrative:
Customer has declined support/service, no parts have been returned for evaluation, therefore a device evaluation cannot be performed and the investigation results are not available for a customer response. If the customer contacts phillips for further information or the device is received for investigation, the complaint will be re-opened and investigated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is no relationship to a reported incident or adverse event. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported error code 1014. No patient harm reported.